Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid-common bile duct on (B)(6) 2010 as part of the (B)(4) trial. According to the complainant, the patient had an abdominal cholecystectomy on (B)(6) 2010. On (B)(6) 2010, a baseline biliary obstructive symptom assessment was performed and the patient presented with right upper quadrant pain. In addition, liver function tests were performed. On (B)(6) 2010, a pre-study stent cholangiogram revealed a benign mid-biliary stricture. On (B)(6) 2010, the study stent was implanted within the patient. A sphincterotomy was performed during the procedure and the stricture had not been previously dilated. The stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient underwent endoscopic intervention for the per-protocol removal of the study stent. However, when the physician attempted to remove the stent by pulling on the retrieval loop, the retrieval loop snapped. The physician then attempted to removal the stent by pulling on the transpapillary end of the stent with a snare but this was unsuccessful. Therefore, a second wallflex biliary rx fully covered stent was implanted within the existing study stent. The physician planned to perform a second procedure to remove both of the stents in (B)(6). On (B)(6) 2010, the two implanted stents were removed from the patient endoscopically without issue. However, upon removal, the physician noted that the upper third of the stent cover on the first study stent, which had been located in front of the stenosis, was no longer present. The portion of the stent with the missing cover was positioned at the "level of the tight and short post-op stricture." The site confirmed no malfunction of the second stent implanted and removed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid-common bile duct on (B)(6) 2010 as part of the (B)(6) study clinical trial. According to the complainant, the patient had an abdominal cholecystectomy on (B)(6) 2010. On (B)(6) 2010, a baseline biliary obstructive symptom assessment was performed and the patient presented with right upper quadrant pain. In addition, liver function tests were performed. On (B)(6) 2010, a pre-study stent cholangiogram revealed a benign mid-biliary stricture. On (B)(6) 2010, the study stent (the subject of this MFR. Report # 3005099803-2011-02420) was implanted within the patient. A sphincterotomy was performed during the procedure and the stricture had not been previously dilated. The stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient underwent endoscopic intervention for the per-protocol removal of the study stent. However, when the physician attempted to remove the stent by pulling on the retrieval loop, the retrieval loop snapped. The physician then attempted to removal the stent by pulling on the transpapillary end of the stent with a snare but this was unsuccessful. Therefore, a second wallflex biliary rx fully covered stent was implanted within the existing study stent. The physician planned to perform a second procedure to remove both of the stents in (B)(6). On (B)(6) 2010, the two implanted stents were removed from the patient endoscopically without issue. However, upon removal, the physician noted that the upper third of the stent cover on the first study stent, which had been located in front of the stenosis, was no longer present. The portion of the stent with the missing cover was positioned at the "level of the tight and short post-op stricture." The site confirmed no malfunction of the second stent implanted and removed. The endoscopic intervention for the per-protocol removal of the study stent was performed on (B)(6) 2011, not (B)(6) 2010 as previously reported. The two implanted stents were successfully removed from the patient on (B)(6) 2011, not (B)(6) 2010 as previously reported.